Event description:
It was reported that after the intra aortic balloon was inserted, the pt became confused and began thrashing, despite being restrained. Then blood was noted in the helium tubing. The intra aortic balloon was removed and a replacement was not indicated. There were no pt complications.